Manufacturer narrative:
The reported problem was resolved by the reporter through troubleshooting with the assistance of olympus technical support via the phone. The loss of image was determined to be caused by a connector (y connector) failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image flickered when moving a cable and no image was produced on the monitor from the olympus, model cv-190 video system center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the connector/communication failure could not be identified. However, it¿s likely the cause is related to the customer using the y connector/splitter instead of running the output of the primary monitor to the secondary monitor. Olympus will continue to monitor field performance for this device.